Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed pressure test. No patient injury was reported.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. No error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation when, during in-house pressure test, the downstream occlusion sensor would not alarm when the tubing was clamped and there was no specific stopped psi (pounds per square inch) number. Root cause of the reported issue is unknown, but the downstream occlusion sensor failed the psi test. Recommend replacing the downstream occlusion sensor. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Additional information received on (B)(6) 2022 via email and attached to complaint object: there was no patient involvement with any of the pumps, the issues happened during testing. Event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.